Manufacturer narrative:
(B)(4). Batch #: unk. Event date is 2020. Event day and event month were not reported. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that before an unknown procedure, the customer ordered one product and the box showed up with a different product inside. There was no patient involvement or consequence.